Event description:
It was reported that the patient presented remotely via merlin.net/ in clinic for follow-up. Upon interrogation/review of transmission, it was found that the implantable cardioverter defibrillator exhibited electromagnetic interference over-sensing. No intervention was performed. There were no patient consequences.